Event description:
It was reported that while the patient was changing one of the batteries the controller exhibited an unexpected loss of power. The patient stated that this occurred without double disconnecting both power sources. Also, the patient stated that the batteries have exhibited power switching, communication errors and power disconnect alarms. The controller was visually inspected and no anomalies were found and the alarms were not able to be reproduced. The batteries were exchanged and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvbb1d1 ICD implanted (B)(6) 2014, 693558 lead implanted (B)(6) 2014, 6996sq58 lead implanted (B)(6) 2014 additional product: d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-aug-2024 serial or lot#: (B)(6): d9: no h3: no h4: mfg date: 03-aug-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-jul-2024 serial or lot#: (B)(6): d9: no h3: no h4: mfg date: 24-jul-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-jul-2024 serial or lot#: (B)(6): d9: no h3: no h4: mfg date: 25-jul-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-jul-2024 serial or lot#: (B)(6): d9: no h3: no h4: mfg date: 24-jul-2023 h5: no d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. Four (4) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the batteries revealed that the returned devices passed functional testing and visual inspection. The batteries were able to adequately charge and provide power to a test controller; no anomalies were observed. Internal visual inspection of the batteries did not reveal any anomalies. Visual evidence provided by the site revealed contamination around and within the controller's power ports. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, analysis of the data log file revealed several instances involving (B)(6) where the relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Analysis of the data log file also revealed premature power switching events that were due to momentary disconnections involving (B)(6) and a premature power switching event that was due to a communication error involving (B)(6) within the analyzed period. Log file analysis revealed a controller power up event with an associated pump start event was logged on (B)(6) 2024 at 01:37:30, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 98% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 29% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for twelve (12) seconds. As a result, the reported events were confirmed. The associated batteries were lubricated prior to release. A possible root cause of the contamination event can be attributed to handing of the device. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to a communication error and/or momentary disconnection due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, con418320 and the associated batteries fall in scope of this CAPA. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Possible root causes of the communication errors, and result ing reported power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 26-aug-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) d9: yes, return date: 26-aug-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) d9: yes, return date: 26-aug-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) d9: yes, return date: 26-aug-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.